Event description:
The manufacturer received information alleging a ventilator is alarming and fails to charge its batteries. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.